Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reporting the rv lead was causing the patient to receive inappropriate shocks. The patient has been frequently monitored and have been reprogramming as needed. No patient complications have been reported as a result of this event.